Manufacturer narrative:
During the index procedure one resolute onyx was implanted into the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of neurological event was a stroke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. Approx 2 days post index procedure the patient suffered lacunar brain infarction (stroke). The investigator and safety assessed the event as unlikely to be related to the index device or anti-platelet medication. The event is unresolved.